Manufacturer narrative:
MFR received date: 01nov2019. No troubleshooting was performed. Customer was requesting the part numbers for push pins and isolation mounts. The service support provided the customer the requested part numbers and also provided the latest revision of the service manual. Per the customer's feedback, unit's been repair and back in service. The determination could not be made, that the device failed to meet specifications. The device was not being use for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were return for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019.

Event description:
The customer reported the push pins were removed from the fan assembly and were missing. There was no patient involvement.